Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Accuracy testing was performed and the reported delivery accuracy issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy by -8.35% during testing. There was no patient involvement.